Manufacturer narrative:
H3: examination of the valve revealed separation of the aortic wall from each stent post. Consequently, the separations allowed the aortic wall to protrude into the orifice causing convoluted cusps and incomplete coaptions. Calcification was noted at the attachment site between the right and left-coronary cusps which resulted in stenosis of the effective orifice area. X-ray analysis revealed calcification within the aortic wall and belly of the right and left-coronary cusps, especially concentrated at their attachment site. Stent distortion was noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to separation of the aortic wall. These findings would account for the symptoms noted clinically. The complication of separation of the aortic wall has been studied over the past few years. From co's investigation, co has learned that separation is a degenerative process that is dependent on time. It occurs predominantly in the mitral position and in large sizes. The separated wall is typically between the left-coronary and right-coronary cusps. Co's study of this phenomenon leads to suspect that the disruption of the aortic wall in this area is due to a combination of mechanical and biochemical factors. Separation of the aortic wall cannot be simulated in co's in vitro testers alone. The majority of valves showing this complication have implant durations of nine years or more. The data further suggests that the phenomenon is a degenerative process requiring a combination of mechanical and biological factors and is time-dependent. H6: 86=x-ray analysis.

Event description:
This event was reported as mitral regurgitation, pulmonary edema, shortness of breath and episodes of stroke. No further info provided.